Event description:
It was reported that during the implant procedure, this lead exhibited abnormal impedance measurements. The lead was repositioned multiple times, until the helix became difficult to extend and the impedance issues were not resolved. Therefore, this lead was removed and the procedure was completed using a different lead. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet was inserted into the lead, indicating no blockage in the lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the abnormal impedance measurements observed during the implant procedure. The root cause of the helix extension difficulties was determined to be dried blood/body fluid in the helix housing.

Event description:
It was reported that during the implant procedure, this lead exhibited abnormal impedance measurements. The lead was repositioned multiple times, until the helix became difficult to extend and the impedance issues were not resolved. Therefore, this lead was removed and the procedure was completed using a different lead. No adverse patient effects were reported. The attempted lead was returned for analysis.